Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during sternal surgery for an infection secondary to an open heart procedure, the patient experienced inappropriate shocks due to the magnet not being applied to - or it slipped off of - the device. Consequently ventricular tachycardia/ventricular fibrillation (vt/vf) therapy was not disabled and the right ventricular lead triggered a lead integrity warning due to bipolar pacing impedance and non-sustained high rate episodes. The lead remains in use. No further patient complications have been reported as a result of this event.